Manufacturer narrative:
Failure analysis of the returned part indicated a bad hall effect sensors ha, hb, & hc created the blower not to function & the reported complaint of vent inop 1012 was duplicated.

Event description:
The customer reported a vent inop condition, air valve liftoff failure. No patient involvement reported.